Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("approximately 80% of the device was protruding from the left tubal ostia") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, pelvic adhesions, pelvic pain, dysmenorrhea and hypermenorrhea in 2020. On (B)(6) 2018, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopic resection of left essure tubal occlusion,endometrial polyps,laproscopy,adhesiolysis,bs). Essure was removed on (B)(6) 2020. The reporter considered device dislocation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.